Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. As received, the trunk cable connector was cracked and unable to latch to a test monitor. The root cause of the cracked connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a monitor.